Event description:
It has been reported to philips that exposure release did not work using the wireless foots pedal. The system use at the time of event was unknown. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not expose while using the wireless footswitch. According to the additional information collected, this case was created by mistake. Another case (B)(4) (tw pr# (B)(4) was already created to address the issue, and as such it was attended to on the field. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported by mistake. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.